Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a1802 captures the reportable event of foreign matter in the device packaging.

Event description:
Note: this report pertains to one of two extractor pro xl retrieval balloons received by the customer. It was reported to boston scientific corporation that two extractor pro xl retrieval balloons were received by the customer on an unknown date. It was reported that a hair was found inside the sterile packaging of the device. A photo of the device packaging was provided by the customer and shows that the sterile pouch had a hair present inside the packaging. The same problem occurred with the second extractor pro xl retrieval balloon. These products were not used in a procedure. The patient was not present at the time of the event and there were no patient complications reported as a result of this event.